Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the night nurse hung a new bag/tubing of fentanyl (250 ml) programmed at a rate of 24ml/hr. Approximately at 6 a.m. As a primary infusion. At 7 am shift change, the oncoming nurse noticed that the fentanyl bag was emptied with 5 ml remaining. The customer stated due to the over infusion there was no harm to the patient. It was later reported that the lvp in use during previous shifts had no issues with the device and the device was set up correctly. The rn stated that the night nurse used interop to program the rate and volume with no guardrails alerts, "there was no issues with the interop data and it all looked fine". Although requested, no further details were provided by the customer for this event. The facility biomed tested the tubing and reported no issues to the set.

Manufacturer narrative:
The customer¿s experience of fentanyl free flow was not confirmed. Pump module s/n (B)(4) was not received for investigation. Leaking was observed from the returned primary set model 2420-0007 and could be the cause for free flow, however leaking was not reported by the customer and the event description also states that the biomed tested the tubing and found no issues with the set. It is unknown if the set was damaged while in use at the time of the reported event or if it was damaged during transport. The source disposable set (model 2420-0007) was evaluated and was found to be within specification. The root cause of the customer¿s experience of fentanyl free flow was not identified.

Event description:
It was reported that the night nurse hung a new bag/tubing of fentanyl (250 ml) programmed at a rate of 24ml/hr. Approximately at 6 a.m. As a primary infusion. At 7 am shift change, the oncoming nurse noticed that the fentanyl bag was emptied with 5 ml remaining. The customer stated due to the over infusion there was no harm to the patient. It was later reported that the lvp in use during previous shifts had no issues with the device and the device was set up correctly. The rn stated that the night nurse used interop to program the rate and volume with no guardrails alerts, "there was no issues with the interop data and it all looked fine".although requested, no further details were provided by the customer for this event. The facility biomed tested the tubing and reported no issues to the set.